Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge with insulin, the syringe needle bent and broke upon insertion. There was no reported impact to customer's blood glucose. Tandem technical support assisted the customer with changing the pump supplies and loading the new cartridge.